Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info knowny by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was overheating. The device was returned to the biomed dept with a report of overheating during an unspecified delivery. It was reported an unspecified alarm code was noted in the device history. There were no reports of any adverse patient events and no reported delays of critical use. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, the device was warm to touch, s233 (overtemperature-psc) malfunction alarm codes were noted in the device history and the device cooling fan was not turning.